Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the lock screen and the customer was unable to clear. During troubleshooting with tandem technical support, the frozen display was able to be cleared. There was no impact to the customer's blood glucose level.